Event description:
Nothing unusual happened during the procedure; however, on post-procedure imaging, an artifact was noted. At that point, the device (needle) was examined and appeared abnormal. The brevera machine operates fine, no errors (checked out by hologic). It was the disposable needle that appeared broken.